Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre reader (built-in meter) would not power on with test strip insertion. As the customer was unable to test glucose, he subsequently experienced seizure. The customer was able to self-treat with a sweet drink. There was no report of third-party treatment, death, or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with known good test strips. Performed visual inspection on the reader and no issues were observed. Reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. Connected reader to computer and masterm software was not able to recognize the reader. The reader did turn on with home button depression, after component crystal y1 was replaced on the printed circuit board. The reader was sent for further investigation. A visual inspection was performed on the returned reader. Once a known good y1 crystal was fitted, observed reader did turn on with strip insertion. Therefore, the issue is not confirmed as the port is working as expected. If the strips are returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre reader (built-in meter) would not power on with test strip insertion. As the customer was unable to test glucose, he subsequently experienced seizure. The customer was able to self-treat with a sweet drink. There was no report of third-party treatment, death, or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the precision test strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. This type of complaint is isolated to the reader only, as the only function of the strips is to facilitate movement of the pins to power on the reader, therefore no strip-related investigation activities are required. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre reader (built-in meter) would not power on with test strip insertion. As the customer was unable to test glucose, he subsequently experienced seizure. The customer was able to self-treat with a sweet drink. There was no report of third-party treatment, death, or permanent injury associated with this event.